Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient bed monitor gives speaker error. It is unknown if the device was in clinical use and there was no adverse event reported.

Event description:
It was reported that a patient bed monitor gives speaker error. It is unknown if the device was in clinical use and there was no adverse event reported.